Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was gained via the right common femoral artery. The 90% stenosed target lesion was located in a calcified and moderately tortuous right anterior tibial artery. A sterling 2.0x40mm balloon catheter was used to dilate the lesion. The physician then selected the coyote es 2.5mm x 40mm x 146cm balloon catheter. Initial inflation was 6 atms, the balloon then ruptured at 10 atms on the second inflation. The procedure was completed with a 2.5mm peripheral cutting balloon. No patient complications were reported and the patient's status is good.